Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated her infusion tubing completely separated from the luer lock. She stated she found the separation because she could feel and smell insulin. She stated she immediately changed her infusion tubing and her blood glucose was not affected. Her infusion tubing was 2 days old at the time of the event. The patient did not require assistance from a healthcare professional or second party to address the issue. No product is available to be returned for evaluaton.